Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this system was part of an explant due to an infection. No additional adverse patient effects were reported.